Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had cardiac surgery scheduled for the am. The intra-aortic balloon (iab) was inserted via the patient's left femoral artery sheathless in theatre by cardiac registrar (skill level is unknown). There was no problem with insertion. The patient began receiving counterpulsation and shortly after "blood back in gas line." It is unknown how long after insertion of the iab that the balloon ruptured. The iab was removed and the spring wire guide (swg) remained in the left femoral artery. A competitor 40cc iab was inserted over the existing swg and intra-aortic balloon pump (iabp) therapy commenced. There was a reported delay of 4-5 minutes from rupture to reinsertion of alternative iab. No adverse result to the patient. There was no reported patient death, injury, or complications. The patient outcome is listed as good augmented pressure/transduced pressured. As of (B)(6) 2015 the patient is in very poor condition.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation will be completed. The root cause of the complaint is undetermined.

Event description:
It was reported that the patient had cardiac surgery scheduled for the am. The intra-aortic balloon (iab) was inserted via the patient's left femoral artery sheathless in theatre by cardiac registrar (skill level is unknown). There was no problem with insertion. The patient began receiving counterpulsation and shortly after "blood back in gas line." It is unknown how long after insertion of the iab that the balloon ruptured. The iab was removed and the spring wire guide (swg) remained in the left femoral artery. A competitor 40cc iab was inserted over the existing swg and intra-aortic balloon pump (iabp) therapy commenced. There was a reported delay of 4-5 minutes from rupture to reinsertion of alternative iab. No adverse result to the patient. There was no reported patient death, injury, or complications. The patient outcome is listed as good augmented pressure/transduced pressured. As of (B)(6) 2015, the patient is in very poor condition.